Event description:
It was reported that an error message appeared at startup indicating the amplifier was not functioning. Subsequently the procedure was cancelled, and it is unknown if sedation was performed. During preparation for a procedure, a labsystem pro was selected for use. Upon start-up an error displayed indicating the system was configured to use the amplifier, but it was not functioning properly. The amplifier was restarted, and an orange led began blinking. The cables were disconnected and reconnected, and the system was restarted again without resolve. Next the ethernet cable was replaced, and the system was rebooted once more. As the issue could not be resolved, the procedure was cancelled. It is unknown if sedation was performed. The device was repaired on site and will not be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.